Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (254 mg/dl) due to not having delivered a bolus after dinner. The customer stated this was normal. Reportedly, the customer will use the pump to address bg level.